Event description:
Note: this report pertains to the one hedgehog double-end brush used during scope cleaning and prior procedure retained in the scope. Refer to manufacturer report# for the hedgehog double-end brush (device malfunction report) and 3005099803-2025-02767 for the hedgehog double-end brush. (Serious injury report) it was reported to boston scientific corporation that a hedgehog double-end brush was used during a scope cleaning on (B)(6) 2025. During scope cleaning, the tip of the brush broke off and remained lodged inside the bronchoscope. The tech was cleaning and did not notice the broken brush until the reprocessing was finished. The bronchoscope was put through the oer (olympus endoscope reprocessor) machine and nothing was detected either. The scope was then hung clean and was used onto the next patient. During set up for the case they experienced no problems with the scope. Then, the tip of the brush that was lodged inside the bronchoscope, ended up falling inside the patient. In the physician's opinion, the patient developed an infection and required a follow-up procedure to remove the brush that had been left inside. Reportedly, the physician was not sure why he missed the broken brush and there were no attempts made to retrieved it during the initial bronchoscopy. Therefore, an additional procedure was performed to remove the device successfully using a rescue forceps. There were no patient complications during the retrieval, and it is unknown what was done to treat the patient infection, post initial bronchoscopy procedure. The patient's condition at the conclusion of the procedure was reported to be "fully recovered".

Manufacturer narrative:
Block d4, h4: the complainant was unable to report the lot number; therefore the manufacture date is unknown. This is a non-sterile device with no expiration date. Block h6: imdrf device code a0401 captures the reportable event of brush break.

Manufacturer narrative:
B3: date of event: date of event was approximated to (B)(6) 2025 as no event date was reported. Block d4, h4: the complainant was unable to report the lot number; therefore, the manufacture date is unknown. This is a non-sterile device with no expiration date. Block h6: imdrf device code a0401 captures the reportable event of brush break. Correction to block b3 (date of event). Correction to block b5 (describe event or problem).

Event description:
Note: this report pertains to the one hedgehog double-end brush used during scope cleaning and prior procedure retained in the scope. Refer to manufacturer report# 3005099803-2025-02766 for the hedgehog double-end brush (device malfunction report) and 3005099803-2025-02767 for the hedgehog double-end brush (serious injury report) it was reported to boston scientific corporation that a hedgehog double-end brush was used during a scope cleaning on an unknown date. During scope cleaning, the tip of the brush broke off and remained lodged inside the bronchoscope. The tech was cleaning and did not notice the broken brush until the reprocessing was finished. The bronchoscope was put through the oer (olympus endoscope reprocessor) machine and nothing was detected.